Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2014 with the following findings: the keypad cover is intact, all keypad buttons respond normally, unable to duplicate complaint. Contamination was not found under buttons. The display is dim/fading/reddish. The battery compartment is cracked bellow finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.